Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that his insulin pump screen got blur and he could not read the display. The customer's blood glucose level was unknown at the time of the incident. The customer was assisted in troubleshooting. There was a scratch on the insulin pump screen. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed all functional tests including displacement, and self tests; however, did note the lcd display losing its contrast during testing. In other words, the screen would become gray. This occurs when the screen brightness is set to auto. When the boards were shifted to another case, did not note the problem occurring. The problem may be due to the ambient light sensor which is located on the case.